Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device displayed a red "x' indicator. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.